Event description:
Customer states she had surgery 2 weeks ago and developed red rash at 6 o'clock position that is red, weepy and itchy.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. The end user also stated she has been using (B)(4) soap and water then applying skin bond cement. Proper skin care was also discussed with the end user and a starter kit was also sent to the end user as a replacement. The end user also stated she was going to call an md for anti fungal powder. From a clinical perspective, a causal relationship between the sur-fit natura 2 pc - 2 pc durahesive (dh) moldable wafer and this event is deemed possible because product use is temporally associated with the skin where the problem occurred. No add'l pt/event details have been provided to date. Should add'l info become available a f/u report will be submitted. A return sample for eval is not expected. Reported to FDA on (B)(4) 2013.